Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, 11 charging cycles were recorded in the devices memory. The memory content of the ICD was analyzed. The analysis revealed that the ICD was reinitialized on august 25, 2021. Besides that, the data showed no anomalies. Therefore, the root cause of the reported safety backup mode activation could not be determined, based on the data available for analysis. The presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In a next step, the ICD was subjected to an electrical analysis. First a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
Device explanted due to being in back up mode. No adverse patient events reported. Should additional information become available, it will be added to this file.